Event description:
A hospital in (B)(6) reported that the pins on the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit were bent, preventing heater wire adaptor connection. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was tested to see if full insertion of the expiratory heater wire adapter plug was possible. Results: full insertion of the heater wire pins on the expiratory limb was not possible as the expiratory heater wire pins were bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).